Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with clot and multiple trauma. At the time of filter deployment, the filter migrated. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After filter deployment venography was performed which demonstrated low position of the filter. Therefore, a second unknown filter was deployed more proximally. It migrated during deployment. Inferior venacavography showed that the filter to have its legs in the renal veins. Therefore, the delivery catheter was exchanged over guidewire for a renal catheter. That was positioned initially above the distal filter, the filter was retrieved into the catheter and deployed in the proper position below the renal veins. The more proximal filter was retrieved and removed. Inferior venacavography followed retrieval and repositioning demonstrated a single filter placed in the infrarenal inferior vena cava. Approximately seven years later, computed tomography revealed that an infra renal inferior vena cava filter was identified. There appeared to be slight tilt of the inferior vena cava filter with the superior most aspect of the filter angled slightly more to the right. The struts were seen extended beyond the caval walls. Anteriorly, struts were seen extended up to 8 mm beyond the caval wall, abutted the adjacent duodenum. Posteriorly, struts were seen extended up to 9 mm beyond the caval wall. One of the struts was seen extended anteriorly into the l3 vertebral body with sclerosis along the adjacent vertebra. No definite fracture of the inferior vena cava filter was noted. Therefore, the investigation is confirmed for the alleged positioning failure. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with clot and multiple trauma. At the time of filter deployment, the filter migrated. The device was removed percutaneously. The current status of the patient is unknown.